Event description:
Customer called to report a sensor anomaly on the insulin pump. Customer stated that the needle detached from the top of the sensor. Customer's blood glucose reading was 65 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor; found the needle separated from the sensor base, unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. This complaint is against the insertion device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.